Event description:
Updated summary: the customer reported diabetic ketoacidosis treated with intravenous drip and emergency medical services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pressurehighit was reported to medtronic minimed that the customer experienced hyperglycemia, malaise treated with IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, and emergency room visit. The customer reported a blood glucose value of 426 mg/dl. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was unable to run the high pressure test. The customer recalls receiving any alarms since high blood glucose began affecting delivery. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return was required for mmt-1886.

Event description:
Customer did not receive any alarms.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (health effect - clinical codes & health effect - impact codes) and h6 - medical device problem code 3190 has been replaced with 2993 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.